Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital after experiencing a syncopal event, interrogation revealed the device delayed therapy for a true ventricular tachycardia event due to intermittent undersensing of r-waves. Defibrillation threshold testing was completed. Lead replacement was recommended after programming changes did not resolve the issue. The patient was given a lifevest until the lead is replaced. The patient will continue to be monitored. The patient condition is stable.

Event description:
Clarification of event: the patient presented for lead revision but was rescheduled due to patient's vein was occluded. A defibrillation threshold test was performed and device was reprogrammed. Undersensing r-wave amplitude was still noted. The lead was later successfully explanted and replaced.